Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. The non-specified balance middleweight guide wire became stuck with the non-abbott microcatheter during removal, requiring the microcatheter and guide wire to be removed together. The procedure was completed with no patient issues. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the non-abbott microcatheter resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.